Event description:
It was reported that an error message appeared when the programmer was turned on; serious programmer problem. The message advised the user to remove the rf head in order to restore permanent parameters and then turn the programmer off/on. After the programmer was turned off/on, it worked fine. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).